Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak was discovered during fill 2 of 3. Upon follow up, the patient confirmed the fluid leak was discovered in fill 2 of 3 and the treatment was cancelled. After treatment was cancelled, the patient confirmed that the leak was coming from the cycler set door. The fluid was found to be leaking from the cycler door, down the cycler cart, onto the drain bags on the floor. The patient confirmed that the drain lines were not leaking and the heater bag and supply bags were checked for leaks and no leaks were discovered. The bag connections were also confirmed to be secure and dry. The patient stated they initially thought the inside of the door was dry, however after inspecting the leak, noticed fluid leaking out of the cassette door. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed that technical support representative informed the patient to dry the cycler door and continue to use the cycler for pd treatment the next night. The patient confirmed that they completed pd treatment on the cycler the next night without issue and without reoccurrence of the reported event. The old cycler is not available for return.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak was discovered during fill 2 of 3. Upon follow up, the patient confirmed the fluid leak was discovered in fill 2 of 3 and the treatment was cancelled. After treatment was cancelled, the patient confirmed that the leak was coming from the cycler set door. The fluid was found to be leaking from the cycler door, down the cycler cart, onto the drain bags on the floor. The patient confirmed that the drain lines were not leaking and the heater bag and supply bags were checked for leaks and no leaks were discovered. The bag connections were also confirmed to be secure and dry. The patient stated they initially thought the inside of the door was dry, however after inspecting the leak, noticed fluid leaking out of the cassette door. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed that technical support representative informed the patient to dry the cycler door and continue to use the cycler for pd treatment the next night. The patient confirmed that they completed pd treatment on the cycler the next night without issue and without reoccurrence of the reported event. The old cycler is not available for return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.